Event description:
It was reported that the plungers are difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated, plungers are hard to move. Stated, she's able to draw with no problem but dispensing the insulin is hard. Stated, it happens with every syringe she's used so far from this box.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19 h.6. Investigation summary customer returned one (1) loose 30gx12.7mm, 1ml bd insulin syringe. Consumer stated, plungers are hard to move; stated, she's able to draw with no problem but dispensing the insulin is hard. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to move properly. Next, the syringe was tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 6310765 was manufactured on december 2006 (13 years since batch creation date), thus the DHR for this lot number is no longer available. Based on the samples and/or photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned as of 3 april 2020 therefore the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number: 6310765 was manufactured on december 2006 (13 years since batch creation date), thus the DHR for this lot number is no longer available. A complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot#: 6310765. Based on the above, no additional investigation and no CAPA is required at this time

Event description:
It was reported that the plungers are difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated, plungers are hard to move. Stated, she's able to draw with no problem but dispensing the insulin is hard. Stated, it happens with every syringe she's used so far from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plungers are difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated, plungers are hard to move. Stated, she's able to draw with no problem but dispensing the insulin is hard. Stated, it happens with every syringe she's used so far from this box.